Manufacturer narrative:
This supplemental report was submitted to provide the results of the investigation from the legal manufacturer. To clarify the customer reported issue is ¿loose clicking pin¿ (connector pin). A review of the manufacturing and quality control review was performed for the subject device and shows no non-conformities with respect to the described problem. The device history records indicates the device was manufactured according to valid instructions and met all specifications. The physical device evaluation found the connection is misaligned because the connector pin on the scope is loose. Additionally, the objective lens at the distal end has a partial crack. The exact cause of the reported problem cannot conclusively be determined, however, based on the information available, the potential cause is likely due to improper handling as well as the application of excessive force.

Manufacturer narrative:
Olympus followed up with the customer to obtain additional information, however, further information was obtained or provided. The olympus repair inspection confirmed the customer¿s reported issue, the connection is misaligned because the connector pin on the scope was found loose. Additionally, the objective lens at the distal end has a partial crack. The cause of the defects are unknown. However, the investigation is still in progress. If additional information becomes available, this report will be supplemented accordingly. In general, the end-user is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use.

Event description:
The customer oes elite high definition autoclavable telescope was returned to the olympus repair center for a reported ¿connection axis is misaligned¿. The customer reported problem was found at during inspection before use. The intended procedure was completed. However, during the olympus repair inspection the connector pin was found loose. No death or injury and no impact to patient or other has been reported to olympus. This report is being submitted to capture the broken/loose connector pin.